Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. One device received for investigation. The moment the device was powered up the device started double beeping. Replaced the downstream sensor. Unable to test the back-up capacitor due to downstream sensor issue. The root cause of the reported issue was found to be a back-up capacitor due to downstream sensor issue. Actions were taken to mitigate the reported issue: replaced the downstream sensor.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited dbnc". No patient injury reported.